Manufacturer narrative:
(B)(4). The customer returned one connector assembly for analysis. Signs of use were observed on the assembly. The catheter body was not returned. After failing functional testing, a leak was observed in a crack of the arterial luer hub. The appearance of this damage is consistent with overtightening or repeated tightening of the hubs. The extension lines were tested for liquid leakage per amrq-000075 rev. 17 (bs en iso 10555-1 annex c) which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. Each extension line was separately attached to a leak tester, the distal tip of the catheter was occluded, and the leak tester was turned to 300 kpa for 30 seconds. A leak was identified at the level of the arterial luer hub due to cracking along the mold seam. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "examine catheter and extension lines before and after each treatment for any signs of damage. Repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The report of a damaged luer hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed the arterial luer hub contained damage consistent with overtightening or repeated tightening of the hubs. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2024, the extension line was found leaking during use on the patient." The user changed to a new device to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "on (B)(6) 2024, the extension line was found leaking during use on the patient." The user changed to a new device to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).